Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year and 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had gastrointestinal (gi) bleed that began on (B)(6) 2018. An esophagogastroduodenoscopy (egd) on (B)(6) 2018 showed z-line irregular, 37 cm from the incisors. Red blood was found in the gastric body. A single bleeding angiodysplastic lesion was observed within the stomach and treated with argon plasma coagulation (apc). The patient reportedly also had gastritis. The first, second, third and fourth portion of the duodenum was normal. No specimens were collected. The examination was otherwise normal. Arteriovenous malformation (avm) was reportedly confirmed. The patient was taking the anticoagulant warfarin at the time of the event. The patient was transfused 1 unit packed red blood cells (prbc) within a 24 hour period, and a total of 3 unit prbc were transfused. The gi bleed reportedly resolved on (B)(6) 2018.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported gastrointestinal (gi) bleeding could not be conclusively established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system a review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.